Event description:
A physician reported a patient who was treated for acne scars on the cheeks in approximately 1989. Approximately 6 months after treatment, the patient developed swelling, redness and induration at the sites treated with collagen and generalized joint aches. Intervention was required for the symptoms at the sites treated with collagen; granulation of skin, ulceration, cheeks, had regional excisions of these areas. The physician attributed all symptoms to collagen; no diagnosis was provided . No label tests were ordered for the joint aches. The patient had not been seen since the symptoms were reported; the physician believed the patient was lost to follow up. He could not recall the name of the patient.